Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump¿s time had switched from am to pm at random twice in the past six months. The reporter denied that this occurred with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: a review of the pump¿s history showed a time and date reset followed by a manual time adjustment. The pump lost power (B)(6) 2013 at 15:03 and then the time entered after rebooting was (B)(6) 2013 07:17. This time is 8 hrs before the loss of power. There was then a manual time adjustment at (B)(6) 2013 22:01 to (B)(6) 2013 10:01. The manual adjustment was 12 hours back which would cause a pm to am switch. During testing, the pump was exercised for 120 hours on a 1 unit per hour basal rate. There was no time difference after 120 hours. The pump was then powered off and powered back on one hour later. There was no time difference observed.